Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. Product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was reported the stimulator was implanted one day past the use by date.